Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 2,000 ohms. Technical services (ts) noted there were no signs of a spring contact issue and suspected a lead fracture. Ts recommended further testing. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 2,000 ohms. Technical services (ts) noted there were no signs of a spring contact issue and suspected a lead fracture. Ts recommended further testing. This ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. There were no allegations against this ICD. The device was replaced due to a therapy upgrade and was disposed of by the facility.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 2,000 ohms. Technical services (ts) noted there were no signs of a spring contact issue and suspected a lead fracture. Ts recommended further testing. This ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. There were no allegations against this ICD. The device was replaced due to a therapy upgrade and was disposed of by the facility. Additional information was received from the field. It was reported that the rv lead was confirmed to be fractured.

Manufacturer narrative:
This product was explanted, disposed, and was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 2,000 ohms. Technical services (ts) noted there were no signs of a spring contact issue and suspected a lead fracture. Ts recommended further testing. This ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. There were no allegations against this ICD. The device was replaced due to a therapy upgrade and was disposed of by the facility.

Manufacturer narrative:
This product was explanted, disposed, and was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.